Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer went to the hospital yesterday after waking up sick and vomiting. Customer's blood glucose level went up to 508 mg/dl. Customer's father believes the pump is under-delivering insulin. Customer's father has been using humalog pens to treat for the highs. It was reported that the customer went to the hospital on (B)(6) 2014. Customer's blood glucose level was 367 mg/dl at the time. Customer woke up with a stomachache because she hadn't really eaten much. Customer was treated with IV fluids and continued with pump therapy while in the hospital. Customer's blood glucose level was 220 mg/dl when the customer left the hospital. Pump passed the high pressure test and customer was advised that the pump was working as designed. Customer stated that the cannula is occluded. Customer also reported cosmetic damage to the back side threads of the battery chamber and cracks on the reservoir. Insulin pump will need to be replaced. No further assistance needed.